Event description:
Recall letter received in the mail about missing yellow stop collar. Reporter states she has two epi pens one with a missing stop collar and the other with a yellow collar above the window of the box.